Event description:
A physician contacted the baxter representative indicated that 9 units were broken and the physician was unable to use them. It is unknown if there was patient involvement. A sample is not available. This is report 3 of 9 received with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Sample not available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.